Manufacturer narrative:
Lead was received with insulation bond separation to proximal and distal sides of the anode band. The j stiffener wire was received completely out of the lead visual inspection under 30x magnification indicates epoxy residue on separated bond surfaces. Visual inspection under 30x magnification also indicates no j stiffener wire fractures and no abraded holes in the outer polyurethane insulation throughout lead body. The j stiffener wire measures approx 87mm.

Event description:
Failure analysis is provided.